Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
A distributor case reported the laser made a mark on the iris area.

Manufacturer narrative:
In review of the treatment files for this patient, the arcuate incisions looked like they perforated into the anterior chamber. From what can be seen the laser did not start its incision in the anterior capsule but rather the gas created by the femto incision vented posteriorly. If the laser would have started the incision in aqueous fluid, there would have been bubbles in the fluid prior to corneal marking. What is seen is a corneal mark followed by bubbles venting into the anterior capsule. This occured on both eyes of the patient and most likely was a result of some anatomical anomaly with this patient. Both treatments were reviewed and the scheimpflug scans showed recognition of the posterior corneal surface on all of the scans. No evidence of device malfunction was found. During a post-operative clinical follow up, the doctor reported to the distributor (B)(6) that he did not open the arcuate incisions and the patient was doing fine. Root cause: patient anatomy.

Event description:
A distributor (B)(6) reported the laser made a mark on the iris area.